Manufacturer narrative:
No additional information was provided.

Event description:
Beckman coulter inc. (Bci) tokyo reported bun cartridge leak through the cap. No injury or operator exposure was reported.